Event description:
Additional information was received that the patient passed away due to multi-system atrophy. There were no allegations against the device or the leads related to the patient's death. It was not known if the device and leads would be returned as the field representative did not know the details of the funeral arrangements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise along with decreased pacing impedances occasionally less than 200 ohms. The pacing thresholds are stable. The patient has a complex medical history and the physician has programmed the pacemaker to pace in the ventricle at voor as the patient is pacer dependent. The patient is being monitored every four to six weeks, which consist of office visits for evaluation. No adverse patient effects were reported.